Event description:
A cortrak 2 nasogastric/nasointestinal feeding tube was inserted into patient by a nurse using the cortrak 2 eas device. During insertion the nurse felt minimal resistance at the 50 cm mark and instilled a 10 ml air bolus to achieve advancement. The corpak was advanced to the planned length with accurate cortrak values. An abdominal x-ray was performed which showed the feeding tube tip now projecting over the region of the gastric outlet and an order given that it was okay to use. The patient tolerated the procedure well and did not have any complaints of pain. The next day, the patient developed new onset afib w/ rvr and abdominal pain. An abdominal CT was done which showed pneumomediastinum. Gi team was consulted and performed an egd. Egd showed esophageal and stomach perforation from the feedint tube placement. Egd showed feeding tube passing through the ge junction and exiting from the cardia. Site of injury was clipped w/ ovesco.